Event description:
It was reported to philips the liquid crystal display (lcd) is very dim during preventive maintenance (pm) service. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Customer requested the part number for the first-generation lcd on a v60. The philips remote service engineer informed the customer that it is no longer available and recommended the use interface (ui) assembly gray and provide the part identification. The customer took the responsibility to correct or repair the device. The customer replaced the ui assembly and replaced the front enclosure to resolve the reported issue. The customer completed preventive maintenance of the device without incident.